Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets.

Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as "high" on the continuous glucose monitor, and vomiting. Reportedly, the cause was due to an unspecified site issue with a non-tandem infusion set. The infusion set brand and manufacture was not provided. No additional information was provided.